Event description:
Healthcare professional reported, right side deflation. Device has been explanted. Damage caused by explant. Surgery reported, as "hole on bottom". Which is deemed not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08aug2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted. Damage caused by explant surgery reported as "hole on bottom" which is deemed not related to the device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed delamination total of the valve (adhesive failure). Use error: observed opening on anterior, posterior and radius side assessed as surgical damage per rga. As per the investigation procedure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.